Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided. Medical device: model number: 72404155. Lot number: 1000204748. Model description: reservoir 65 ml pc/iz. Device evaluation: the ams700 ms pump and ipp cylinders were visually inspected and functionally tested. The cylinders performed within specification. The pump was functionally tested and failed activation test, requiring more than 8 lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis concluded a pump malfunction as the most probable cause of the event, as activation issues could affect the overall functionality of the device.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new ipp device was implanted.